Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error code #23007 experienced by the customer was associated with the patient side manipulator (psm). The system was repaired by replacing the affected psm. The system alarm (system generated error code) functioned as designed and there was no injury to the patient. The procedure was converted to open surgical techniques to complete the planned procedure. As of 2007, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that prior to beginning the surgical procedure, the customer experienced system error #23007, indicating that a system patient side manipulator was not free to move during homing. The procedure was converted to traditional open surgical techniques to finish the planned surgery. No patient harm was reported.